Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was tight vessel access, moderate calcification and moderate tortuosity. The device was inserted in the patient three times on the right side, however, the device would not advance. The physician elected to insert the same device on the left side and the device kinked. A second device of the same size was used to complete the case. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, conclusions: (tight vessel access, moderate calcification and moderate tortuosity).